Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant attempt, the lead dislodged multiple times and was small for the target vessel, with difficult patient anatomy noted. The physician chose to implant a bigger lead. No patient complications have been reported as a result of this event.